Event description:
It was reported that the pin broke in the patient's tibia during a procedure. The pin fragment was removed from the patient's bone, and a back up pin was used to complete the case. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device has not yet been returned to the manufacturer for investigation. When the device is received, a quality investigation will be performed and a follow up report will be filed.